Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant in (B)(6) 2018 the patient underwent a lumbar puncture due to hydrocephalus. This reportedly caused a coma and intracranial infection. Following these events, the patient was then implanted with an adjustable valve. At the time of the report, the patient was hospitalized with a coma and was experiencing symptoms of nausea and vomiting. The doctor indicated that the patient¿s intracranial pressure was ¿too low¿ and the pressure setting needed to be adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's symptoms of nausea and vomiting resolved with an adjustment of the device. After the adjustment, the patient's condition was observed. The patient's signs were stable, and they were ready for the next treatment.